Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary: it was reported the tip of the syringe is discolored. To aid in the investigation, two samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed and both syringes have discoloration at the luer tip. It was not possible to remove the discoloration with an alcohol wipe. The discoloration is embedded degraded resin. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. No other defects or imperfections were observed. A device history record review was completed for provided material number 309653, lot number 1056536. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To mitigate the escape of the embedded degraded resin defect, the frequency of inspections were increased. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd luer-lok¿ tip syringe, the device experienced foreign matter in the device cannula / needle / syringe or any fluid path component. This event occurred twice. The following information was provided by the initial reporter. The customer stated: it was reported - in the sterile packaging the tip of the syringe is discolored - brown markings. We have received the complaint attached for 2 each. In the sterile packaging the tip of the syringe is discoloured - brown markings. We have documented the problem from our end. Number of defective product(s): 2. Concern description: in the sterile packaging the tip of the syringe is discoloured - brown markings - we have found multiple ones now.